Event description:
It was reported that there was an issue with the continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by performing a pump reset with guidance from technical support, after which the cgm error code did not reappear, and the customer successfully started their sensor session.